Manufacturer narrative:
(B)(4). Age at time of event- 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefor a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous mid right coronary artery (rca). An apex monorail 8mm x 2.5mm balloon was advanced and inflated first to 8atms and ruptured on the second inflation to 14 atms. The procedure was completed with a non bsc 2.5x15mm balloon catheter. No patient complications were reported, and the patient status is good.